Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to low blood glucose level and high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 39 mg/dl at the time of hospitalization and other were 67 mg/dl,47 mg/dl, 247 mg/dl and 299 mg/dl. Customer had low blood glucose level of 26 mg/dl. Customer was treated with intravenous insulin. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer's report customer did not allege under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated event date and description summary in section date of event and date of report of this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to low blood glucose level and high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 39 mg/dl at the time of hospitalization and other were 67 mg/dl,47 mg/dl, 247 mg/dl and 299 mg/dl. Customer had low blood glucose level of 26 mg/dl. Customer was treated with intravenous insulin. Customer alleges insulin pump was under delivering because the insulin pump was giving too much. Perform high pressure test to confirm insulin pump can detect an occlusion. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. The insulin pump will not be returned for analysis. Unomed inf set updated summary the customer reported via phone call that they were in the emergency room and subsequently hospitalized due to hypoglycemia on (B)(6) 2020. The customer's blood glucose was 39 mg/dl. The customer also reported being hospitalized on (B)(6) 2020. The customer was treated with intravenous fluids. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer's doctor made some adjustments and believes the pump was giving too much. On (B)(6) 2021 customer also experienced high blood glucose of 247 to 299 mg/dl and treated with bolus via insulin pump. The device will not be returned for analysis. See case (B)(4). Correction: on (B)(6) 2021 customer also experienced high blood glucose of 247 to 299 mg/dl and treated with bolus via insulin pump.